Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 3.

Event description:
Sleeve of poor quality and does not fit into the incision of 1.8 mm incision. The sleeve was changed. No patient injury. No product available.